Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. This is the only complaint for this lot number and failure mode within the past two years. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: the plumepen® elite is equipped with several key features for the surgeon¿s convenience. Above the electrode blade is a translucent plastic tube that can be positioned at varying lengths to effectively capture the surgical smoke plume as it is created. With the electrosurgical generator off and the electrode blade cool, position this tube as near the point of the tissue interaction as possible without obstructing the view of the target tissue. Keep the active electrodes clean. Build-up of eschar may reduce the instrument¿s effectiveness. Do not activate the instrument while cleaning. Injury to operating room personnel may result. Additionally, the IFU also advises the user that if original blade is removed, visually confirm new blade is completely inserted and secured before activating the pencil. Never force the blade into the pencil. Rotate the pencil if the smoke tube is obstructing view of the insertion point. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5171145. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The plp2020, elite surgical smoke evacuation pencil was being used on (B)(6) 2025 and the ¿smoke evacuator bovie pencil broke during procedure. Plastic piece that suctions smoke broke a small piece of plastic was found but another piece was not found.¿. The reporter elected to remain anonymous; therefore, no further information can be obtained regarding the event. This report is being raised due to the reported injury of ¿piece of plastic was not found¿ that may potentially remain in the patient.

Event description:
This complaint was created by the finding of maude report number mw5171145. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The plp2020, elite surgical smoke evacuation pencil was being used on (B)(6) 2025 and the ¿smoke evacuator bovie pencil broke during procedure. Plastic piece that suctions smoke broke a small piece of plastic was found but another piece was not found.¿. The reporter elected to remain anonymous; therefore, no further information can be obtained regarding the event. This report is being raised due to the reported injury of ¿piece of plastic was not found¿ that may potentially remain in the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.